Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand, and impact to customer¿s blood glucose level was unknown because caller declined to answer. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged shipment of replacement pump with updated software, and provided instructions for storage mode, return of problematic pump within 10 days, and setup of pump settings and cgm on replacement device.